Event description:
It was reported that the patient presented for follow up with a battery depletion alerted triggered on the implantable cardiac monitor. The physician alleged premature battery depletion. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The device was received at end of life (eol) level. The device image was analyzed and excessive bluetooth low energy (ble) usage was noted which may have caused a change in the battery longevity of the device. A longevity assessment was performed and exceeded the projected longevity. Customer complaint of premature depletion was not confirmed.